Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: injector was returned in the device tray. Visual inspection found the returned lens stuck in the lens cartridge and the plunger broken. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, as the surgeon was loading a cc4204a intraocular lens, diopter +15.0, in preparation to implant into the patient's left (os) eye, the lens did not load correctly. Reportedly, "the nanopoint injector was defective and damaged the lens." Surgeon states there was no patient contact with the lens and a back-up lens was implanted successfully.